Manufacturer narrative:
Pending evaluation.

Event description:
As reported, the tip of a reamer broke off while reaming the glenoid. The tip of the reamer was easily retrieved, and an x-ray was taken at the end of the case and no pieces were left in the patient. No time was added to the case and the patient left the or in good health. The outcome of the case was good. Device was retrieved the broken tip and used another reamer in the set to complete the reaming. Broken part will be returned.

Manufacturer narrative:
Section h10: (h3): based on CAPA: 2017-12, the broken device reported was likely the result of applying a bending moment to the reamer during use, which led to brittle fracture of the pilot tip feature. (H9): if action reported to FDA under 21 usc 360i(f), list correction/removal reporting number: z-2663-2017, z-2664-2017, z-2665-2017, z-2666-2017, z-2668-2017, z-2668-2017. Section h11: the following sections have corrected information: type of reportable event: serious injury.